Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and no further issues occurred after the reset. Customer was advised to monitor for recurring issues and understood the instructions.